Manufacturer narrative:
The result of the investigation was not consistent with the customer's description of failure. The customer reported a red image. The device evaluation found the reported image problem could not be reproduced. In addition, the evaluation found a damaged optical fiber bonding at the distal end. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the red image remains unclear, as the reported issue could not be confirmed. However, one possible cause might be that the nbi function of the device was activated. Consequently, the user might have assumed that the image is defective. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30°, autoclavable displayed a red image. The issue was found before the procedure, when getting ready for the white balance. The white balance was taken three times but was not helpful. There were no reports of patient harm.